Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had good efficacy until a spinal cord stimulation (scs) implantable neurostimulator (ins) was implanted in 2012. The inss were at least 8 inches apart on opposite sides of the body, though the leads were closer together. The patient had gone through the 4 basic programs and the manufacturer representative was putting in 3 additional programs today. The patient felt stimulation in the correct area. The next day it was reported that there was not a 50 percent or greater symptom reduction. The troubleshooting, intervention, or other action taken to resolve the event was that they changed the patient¿s programs. The patient was not receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v689340, implanted: (B)(6) 2011, product type: lead. (B)(4).